Event description:
The pt collapsed with no blood pressure and the shaking had gotten so bad that he could no longer feed himself. The pt had to be admitted to a nursing home. The device was checked a month ago, was working properly and was turned on. Therapeutic effect was lost, the pt's caregiver tried to turn the device on/off with the magnet but the pt was unable to tell whether the stimulator was on or off. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.